Manufacturer narrative:
The customer¿s experience of overinfusions of tpa and alteplace were neither confirmed nor replicated. Pump module s/n (B)(4) was in good condition. Both iui connecters were found to be slightly dull. The programming, profile and medications in use could not be identified since the pcu event log had no entries for either device for the reported event date. The pump module event log for pump module s/n (B)(4) shows the device ran at rates of 5ml/hr, and 200ml/hr on 09 june 2019. The 5ml/hr infusion was a primary infusion started at 3:58 pm and the 200ml/hr was a secondary infusion that was started 12 seconds later. The pump module event log for pump module s/n (B)(4) shows the device ran at a rate of 30ml/hr on 09 june 2019. Functional testing performed found both pump module¿s to be delivering fluid within specification. The disposable sets were not returned for investigation. The starting/ending volume of the fluid containers cannot be determined through device logs. The root cause of the customer¿s experience of overinfusions of tpa and alteplace were not identified.

Event description:
It was reported that it appears that the rn programmed the device to deliver the tpa and alteplace at a rate of 5.0 instead of the 0.5 rate which caused the medications to over infuse. There was no patient harm. The customer later reported that the issue had been resolved, and that they no longer need any further information from the investigation.

Manufacturer narrative:
Concomitant medical products: 8600; 8120; td (B)(6) 2019. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that it appears that the rn programmed the device to deliver the tpa and alteplace at a rate of 5.0 instead of the 0.5 rate which caused the medications to over infuse.